Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dark spot was on the applicator tip of a non-baxter syringe in a floseal kit. This was discovered upon opening the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device and retained samples were received for evaluation. Visual inspection of the actual sample revealed particulate matter on the luer fitting of the diluent syringe. Visual inspection of the retained samples passed successfully with no issues relating to the reported condition. Stereomicroscopy revealed that the particulate matter embedded in the plastic of the syringe. Fourier transform infrared spectroscopy revealed that the particulate matter was made of polypropylene. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.